Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/05/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with pimples, drainage, and pustules, extended beyond the patch perimeter, which occurred an unknown number of days the sensor had been inserted in the arm. The patient visited the hospital, and the pustule was drained (most likely this was an abscess), and the patient was prescribed the cephalexin. Initially the patient was sent home after this, but as the patient condition was not getting any better, the mother drove the patient back to the hospital. This time the patient received intravenous treatment, but it was not known what type of medication was given. The patient was sent home the day after, and it was stated that they reacted well to the medication. The patient was in good condition at the time of report. No additional event or patient information is available.